Event description:
The customer obtained non-reproducible, false positive vitros total b-hcg ii patient results for two different patients' samples (sample 1 result = 128.92 miu/ml; sample 2 result = 52.41 miu/ml) while using the vitros eci immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. It is not known whether the affected total b-hcg ii results were reported to the clinician, and it is unknown whether corrected reports were issued. However, it is known that the positive results were provided to the patients themselves. The customer repeated the affected patient samples (repeat result 1 <2.39 miu/ml; repeat result 2 <2.39 miu/ml), and the repeat results were considered to be correct. There was no report of harm to the patients as a result of this event. This report is number one of two MDR's for this event. Two 3500a forms are being submitted for this event as two devices were involved. This (B)(4).

Manufacturer narrative:
The investigation confirmed that non-reproducible, false positive vitros total b-hcg ii patient results for two different patients' samples were obtained. The samples involved were not processed in accordance with the tube manufacturer's recommendation. It is likely that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. The investigation could not determine a definitive root cause. However, an instrument related issue, a reagent issue, and/or improper pre-analytical sample processing cannot be ruled out as possible contributing factors.